Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona posterior stabilized cemented standard femoral component left size 9 catalog #: 42500606601 lot #: 63937607, persona cemented stemmed tibial component left size f catalog #: 42532007501 lot #: 63903573, persona all-poly cemented patella 35mm catalog #: 42540200035 lot #: 64291042 g2 - report source - foreign: event occurred in new zealand. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 3007963827-2023-00339. H3 other text : investigation incomplete.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address flexion/extension instability approximately four (4) years post-operatively. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. The provided radiographs were reviewed and not submitted for further assessment as the images are undated and be difficult to correlate to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.